Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) as the device would not function due to fluid loss. The cause of the fluid leak could not be determined. The entire system was removed and replaced. There were no patient complications reported.